Manufacturer narrative:
The complaint could not be verified as an x-ray was not provided by doctor showed the position of the implant in the maxillary sinus. Returned implant was visually inspected. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
The clinician clarified that the implant "rotated into the sinus and fibrointegrated."

Event description:
The dentist reported that dental implant failed to integrate and relocated into the maxillary sinus.